Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good-faith efforts to retrieve a reported a adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the difficulty releasing contra limb wire, and displaced implant complaints are unconfirmed. The type iiib endoleak complaint is confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be identified. There was concomitant product use of non-endologix stents (excluder cuffs bilateral common iliac arteries to overlap afx2 main body). The safety and effectiveness of other stent or stent graft devices used in conjunction with the afx2 system have not been established. Since the type iiib endoleak was present prior to placement of the non-endologix limbs, it is unlikely this contributed to the reported event. There was cautionary use as there was a pre-existing rupture at index. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date - updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The device involved in this event was not returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 h3 other text: device remains implanted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2024. The afx2 bifurcated stent graft was deployed successfully, but during the procedure, the physician encountered difficulties in releasing the contralateral limb wire. This led to the afx2 bifurcated stent graft shifting 1 cm proximally. Despite the migration, no corrective treatment was performed, and an afx vela suprarenal was implanted as planned. An angiography identified an endoleak, suspected to be either type ib or iiib. Due to concerns about a potential type 1b endoleak, excluder cuffs were implanted on both sides of the common iliac arteries to overlap with the afx2 bifurcated stent graft. A type iiib endoleak was still suspected after further balloon touch-ups and angiography. Despite the suspicion of a type iiib endoleak, the physician decided against the additional implantation of another afx2 bifurcated stent graft, opting instead to monitor the patient.